Event description:
On april 28, 2007 I purchased publix brand insulin syringes lot#60630 "1/2cc for 50 units or less 5/16 length slimline needle 31 gauge needle manufactured by allison medical. As I took my insulin injection, I experienced severe pain in left thigh. "Injection sight". Once removing syringe from leg, I noticed the defective head housing two needles that had forked upon entry causing severe pain and on going infection complicating diabetes type one blood glucose. The incident has been reported to allison medical, after speaking, a recall has been initiated. "Please confirm recall" due to the safety to other diabetics reducing the chance of injury by said insulin syringe lot #60630. Frequency: twice daily. Dates of use: one day in 2007. Diagnosis or reason for use: diabetes. Event abated after use stopped: yes. Continuing medical treatment from the following month, still active.